Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported having diarrhea. She had an accident which was unusual. She would like to use the patient programmer (pp) but was scarred to use it on her own. Patient was instructed to sync with the patient programmer (pp) during the call and pp showed stim was on. Patient was at 1.2v and increased to 1.5v and first said she felt stim in her back. It was reviewed with patient that she needs to feel stim in bicycle seat area. Patient then said, ¿that¿s where she feels it¿. She can barely feel stim at 1.5v, it felt comfortable. Patient indicated she had a fall like 2 weeks ago. She came out of the hospital. She wondered if the fall had messed something up. Patient was advised to follow up with healthcare provider (hcp) if issue did not resolve. The changed in symptom was considered sudden. There were no further complications that have been reported as a result of this event.